Event description:
Pt had catheter implanted 6/28/93. Pt had an attempted insertion at bedside. Unable to complete this attempt. Pt taken to or for insertion. Pt went to dialysis 6/28/93, from 11 am to 2:15 pm. Pt had serious drainage on dressing and was monitored for this. Pt was edematous. On 6/29/93, at 4 pm pt was restless and dressing was reinforced at insertion site. Clamps and caps were present and intact. At approx 4:45 am, pt was found with dressing off, catheter in place, cap missing, blood on floor. Pt was unable to be revived.